Event description:
Three of four reported. Pt was found to be resting on bed frame. Alal mattress was not inflating properly. No injury noted to pt. Re: stage IV 2000 air mattresses-maintenance issue. Uhs and the product manufacturer have investigated these instances and determined that with a small number of mattresses the air loss was a result of an air baffle coming loose within the mattress. Uhs has developed a plan to conduct a manufacturer recommended preventative maintenance process on all of these mattresses supplied by uhs and will complete an assessment of each stage IV 2000 to determine if the system is properly set-up and how much staff education is needed for the kindred hospitals. -uhs picked up the bed - date?-.